Event description:
It was reported that the patient presented in clinic. Interrogation of the implantable cardiac monitor noted a diagnostic anomaly. Programming changes were performed. The patient was in stable condition.